Manufacturer narrative:
Steris conducted microbiological sampling on areas of the system 1e in an effort to support the customer's request for assistance with their internal investigation. The results of the microbiological sampling were negative and all functional testing performed by the steris service technician passed. The system 1e unit is operating properly; no malfunction of the unit was identified. The steris service technician completed previously scheduled routine preventive maintenance activities and returned the unit to service. No additional issues have been reported.

Manufacturer narrative:
The user facility is conducting an investigation after the report of a surgical wound infection occurring at their facility. A steris field service technician arrived onsite and inspected the unit. The technician ran a diagnostic test cycle and liquid chemical sterilization cycle and both cycles completed successfully. No issues were noted. We did find loose hose connections and a cracked container lid on the customer's c1220e tray assembly however the diagnostic cycles did in fact pass. Nonetheless these trays have been removed from service and replaced. The investigation of this event is currently in process. A follow up report will be submitted once additional information becomes available.

Event description:
The user facility contacted steris requesting an overall assessment of the system 1e processor.